Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02279. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2006 and (B)(6)2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 in order to treat mixed urinary incontinence and a sling was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that following insertion the patient experienced pain, erosion, urinary problems, dyspareunia, and vaginal scarring. The patient has undergone additional surgeries and revisionary procedures. It was reported that the patient experienced erosion and underwent partial excision of vaginal mesh on (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02279. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning in vaginal area, vaginal itching, vaginal discharge, hematuria and bladder spasms.

Manufacturer narrative:
Date sent to FDA: 07/04/2017. Patient codes: (B)(4) urinary frequency, (B)(4) urinary urgency, (B)(4)overactive bladder. It was reported that following insertion the patient experienced urinary frequency, urinary urgency and overactive bladder.

Manufacturer narrative:
Additional information:

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence and urinary retention.